Event description:
During a preventive maintenance, the company representative observed that the unit generated an "electrical test failure code #51" alarm and the solenoid driver pc board tp-2 failed to adjust above 1.981 volts.